Event description:
It was reported that following the implantation of a miniarc precise, the patient experienced stress and urge incontinence with large volume leakage. On (B)(6) 2016, the patient was prescribed vesicare 5mg "qd". The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00032.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the vesicare "worked great" and a prescription was given. The urge incontinence was considered resolved/recovered with no sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event.